Manufacturer narrative:
An event of device deformity was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use, the recommended size delivery system for a 30mm amplatzer septal occluder.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer septal occluder was chosen for implant using a 12f amplatzer torqvue delivery system. There were no kinks or angulation noticed in the delivery system. During the procedure, it was observed that the occluder deployed in a cobra headed formation. There was no device interaction with any cardiac structures during deployment. The deformed device was never released from the delivery cable while inside the patient. A replacement non-abbott device was then chosen for implant. The replacement device was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay and no adverse patient effects.